Manufacturer narrative:
The device was evaluated by ventec where the reported issue of oxygen delivery failure was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of oxygen delivery failure was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. There was no patient involvement associated with the reported event.